Event description:
It was reported that after priming with saline, it was noticed that the tubing came apart below safety clamp and the fluid began leaking onto the floor. It was also observed that the safety clamp itself had separated. The event occurred at systemic therapy suite cancer center. The event resulted in a few minutes delay of infusion therapy due to the clean up of saline spillage as well as priming of new tubing. There was no exposure to biohazard substances. There was no patient involvement as the event occurred prior to patient use. The treatment proceeded as per scheduled. The customer provided photos of the involved product.

Manufacturer narrative:
The customer¿s report that the tubing came apart below safety clamp and leaked fluid was confirmed. Visual inspection observed the separation to be at the engagement between the lower fitment and pvc tubing. It was also observed that the lower fitment safety clamp was separated into its two individual component pieces. Functional testing was not performed due to the separated tubing and the obvious leak that would occur. The sets¿ lower fitment's outlet port and pvc tubing were measured and were within specifications. The root cause of the tubing coming apart and leaking was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error. The root cause of the safety clamp separation was due to the tubing no longer being attached to the lower fitment. Once tubing has separated from the lower fitment, safety clamp separation can occur. The device history record for primary set model 2420-0007 lot 19123083 was performed. The search showed a total of 23,040 units in 1 lot were built on 12 dec 2019. There was 1 quality notification issued for detachment of the lower-tube connection, totaling 40 reported pieces. Manufacturing personnel were notified and the affected material was segregated, rework instructions issued, and remaining material subject to 100% inspection.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that after priming with saline, it was noticed that the tubing came apart below safety clamp and the fluid began leaking onto the floor. It was also observed that the safety clamp itself had separated. The event occurred at systemic therapy suite cancer center. The event resulted to few minutes delay of infusion therapy due to the clean up of saline spillage as well as priming of new tubing. There was no exposure to biohazard substances. There was no patient involvement as the event occurred prior to patient use. The treatment proceeded as per scheduled. The customer provided photos of the involved product.